Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, (behind a vessel structure) surgeon closed the instrument (no information about activating). Because the surgeon couldn't see it, he also grabbed a clip with the instrument. Blade locked with vessel, so surgeon takes the clips beside the locked jaw and cut the instrument out. After cutting the instrument out, he found the locked clip in the jaw. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.